Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported that she had an infection at her site. On the day of the incident, she went to a routine doctor's appointment and showed her physician the infection at her site. The physician advised her to go straight to the emergency room. Customer was driven to the emergency room by her husband. Upon arrival at the hospital the customer's blood glucose was 700 m/dl. She required surgery due to the infection being 3 to 4 inches deep in her stomach. Customer was given antibiotics via IV to combat the infection as well as humalog insulin via IV to help with the high blood sugar that was a result of the infection. The customer was hospitalized for 5 days. The lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.